Event description:
It was reported that during the implant attempt, it was not possible to move the stylet through the lead, as the stylet got stuck in the lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant attempt, it was not possible to move the stylet through the lead, as the stylet got stuck in the lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor was obstructed (blood), and the stylet/guidewire was stuck in the lumen. The distal conductor was kinked/buckled and distorted (pulled/stretched/overstress). The lead appeared to be damaged at implant.